Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (tingling sensation) has been investigated. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to shorted pulse wires in the distribution node. The pulse wires were separated from the heat shrink insulation, causing the short. The root cause for separated heat shrink could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient experienced a tingling sensation from the belt.